Event description:
It was reported that the user experienced recurrent severe hypoglycemia over several days and suspected the ilet was delivering doses too aggressively without an apparent reason, with no device alerts or alarms reported. Symptoms included severe low blood glucose confirmed by fingerstick and near-syncope. Outcomes included self-treatment with oral glucose products. Investigation included complaint intake, troubleshooting, and education conducted by support personnel, with transfer to clinical support for further guidance. Investigation of this case revealed no reported device alarms and no confirmed device malfunction, while the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.